Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(6) 2020: b2: adverse event report is being submitted due to symptoms related to diabetes - fatigue. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 100, 140 and 200 mg/dl. Customer had stated that she was concerned about the variation between the results. It is not known if tests were performed fasting or non-fasting. Customer was using correct testing technique (same hand different fingers) for the back to back blood tests. At the time of the call the customer reported feeling tired and stated that she was going to seek medical intervention. No further information was able to be obtained.